Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT performed at approximately eight years and four months post implant and revealed that the aneurx stent graft had migrated distally resulting in a proximal type I endoleak. The physician implanted an 36 mm diameter endurant aortic cuff and three aptus endoanchors and the migration and type ia endoleak were resolved. The physician stated that the cause of the event is related to the patient anatomy of disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.